Manufacturer narrative:
Other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the patient fell in (B)(6) 2016. Impedance's measurements were taken and contact 11 was 8255 ohms and all other contacts were about 1000 ohms. It was reported that the patient was not receiving therapy benefit and they felt stimulation in their stomach. The rep indicated that the lead may have moved.

Event description:
Additional information received from the rep reported consulted appointment set with the healthcare professional for repositioning the lead. The cause of the issue was the patient had a fall and the lead appeared to have moved lateral thus all programming options stimulation ribs and stomach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.